Event description:
Additional review indicated that the patient had body spasticity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type catheter, product ID 85 96sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect and increase in spasms. The reporter noted that the old catheter (placed at t3-4) had good backflow but was replaced by a new catheter (placed at t9). The reporter was not aware of any reservoir volume discrepancies. It was later reported that the patient had noticed an increase in spasticity, but the catheter was intrathecal and able to be aspirated both pre-operation and intra-operation. The reporter stated that the patient's prior situation was unknown but it was believed that the patient had some return of spasticity but not sure if there was complete lack of effect. It was reported that the original catheter was not explanted; however, it was "tied off" and left in the intrathecal space in case the doctor wanted to reconnect it at some point. The physician implanted a second catheter and connected that to the pump. The physician's intention was to try a new catheter placement, and if that didn't work, be able to return to the previous catheter. Prior to the new catheter implant the physician aspirated the catheter access port (cap) and was able to draw up cerebrospinal fluid (csf), but decided to go ahead with the procedure. It was unknown as to whether the catheter placement was causing the lack of effect. It was mentioned that it could be possible to aspirate a catheter that has microfractures; however, there was no evidence that this was the case. It was reported that following the revision the patient was "back to normal" and not having the return of spasticity that was noticed prior to the revision. The patient was reported to be "doing well" and that the physician had the patient on activity restrictions to avoid disrupting the catheter; however, the patient was concerned with maintaining good physical health. It was reported that the patient was happy with the pump and therapy. The patient stated that the quality of life difference from before he had the baclofen pump and after the pump was like "night and day". The medication used in the pump was baclofen 500mcg/ml at a dose of 150mcg/day (flex dosing).